Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis (right device) and a mentor memorygel breast implant 250cc gel breast prosthesis (left device) developed baker grade IV capsular contracture in both of her breasts. The capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 19-may-2020, mentor received additional information about the event. - the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6) 2020. - baker grade IV capsular contracture was confirmed for the left breast only. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-may-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor received additional information about the event: - it was incorrectly reported to mentor that the patient suffered from baker grade IV capsular contracture in her left breast only. New information states that it was the patient¿s right breast that had developed baker grade IV capsular contracture. Patient code has been changed to 1994 ¿pain¿ for patient¿s left breast prosthesis (patient initially complained of bilateral breast pain). - it was incorrectly reported to mentor that the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6)2020. The patient had only the right breast prosthesis removed on (B)(6)2020 and it was replaced with a mentor memorygel breast implant 275cc gel breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left breast prosthesis. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).